Manufacturer narrative:
A follow up report will be submitted upon completion of this investigation.

Event description:
The customer reported that the delta monitor loses configuration settings and/or switches-off the set alarm limits when docking or undocking from the docking station. No adverse patient impact was reported.

Event description:
The customer reported that the delta monitor loses configuration settings and/or switches-off the set alarm limits when docking or undocking from the docking station. No adverse patient impact was reported.

Manufacturer narrative:
Draeger service technicians went on-site to investigate the reported issues. Draeger service technicians found the root cause of the reported issues was that the customer site was using power-only ids's, not networked ids's. The power-only ids's do not have network capability for the delta pick n' go feature. There was no device malfunction.